Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer required assistance from the customer's cognitive therapist to bring the customer orange juice.